Manufacturer narrative:
The device was returned to olympus for inspection. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During testing, the repair center technician found charged coupled device objective lens was dirty. There was no patient involvement.